Event description:
It was reported that during a laparoscopic rectopexy, when the surgeon fired the device, they experienced initial resistance at the beginning of the first stroke but then it did appear that she fired the device subsequently the way it was supposed to be fired. The surgeon then used another blue cartridge followed by 5 add'l white cartridges. During the firings some of the cartridges did resist in the same fashion and some did not. When they completed the anastomosis the staple line began to dehisce, they used another device to close the dehiscence. The vascular staple lines showed extreme bleeding at the peritoneum. The pt did not require a transfusion. Five sutures were used to secure the staple line after closure, the case was prolonged 45 min. The device is available for return along with 2 blue and 5 white cartridges used in the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.